Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 22 mg/dl. It was stated that the customer lost consciousness due to the low blood glucose. Nothing further was reported.